Event description:
It was reported that the omnipod 5 allegedly caused an inappropriate insulin delivery which resulted in a severe hypoglycemic event for the patient. The patient was found unresponsive and sent to the hospital under ems care. It should be noted the patient was on a plane and in a pressurized environment at the time of the event. How the patient was treated was not conveyed through the medwatch report. If new information becomes available we will supplement the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.